Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that water began to seep into the shower bag from the bottom. The patient was to stop using the problematic shower bag and use a spare shower bag to see if that works.

Event description:
No other products were damaged as a result of the water entering the shower bag.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned gogear shower bag could not confirm the reported event of fluid ingress. A specific cause for the reported event could not be conclusively determined through this evaluation. The gogear shower bag was returned zipped in used condition. The shoulder strap and waist strap were returned placed inside of the bag; the shoulder strap and waist strap were unremarkable. No wear or damage was observed on the bag fabric, seams, zippers, or buckle. No evidence of fluid ingress was observed. The shower bag was mounted in a sink and water was poured onto the bag for an extended period of time. The bag was then inspected and revealed no evidence of fluid ingress. The zippers, buckle, and clips functioned as intended. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further related issues reported at this time. The lot number was not provided. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The IFU and patient handbook instruct the user to periodically inspect the wear and carry accessories for damage or wear. These documents advise that if an accessory appears damaged or worn, the accessory should not be used. It is recommended that the manufacturer be contacted with questions or to order a replacement, if needed. The IFU explains that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. The IFU warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.